Event description:
Abnormal uterine bleeding, chronic pelvic pain, joint pain, autoimmune disease (hashimoto's), consistent abdominal bloating, increased urgency to urinate, constipation, loss of appetite, anxiety, insomnia.......all started approx. 3 mos post placement of essure coils. Scheduled for total hysterectomy on (B)(6).